Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00461. The patient ((B)(6)) is implanted with a supraorbital percutaneous lead (off-label) as well as surgical lead implanted in the occipital region (off-label). It was reported surgical intervention was undertaken to further interrogate the patient's therapy system. Intraoperative testing found invalid impedance readings for several lead contacts. Programming utilizing the functioning contacts yielded stimulation; however, the resulting therapy was not in correct area and was said to diminish within seconds. The procedure was completed with the revision of the supraorbital lead which reportedly is providing some stimulation; however, impedance issues remain for the surgical lead. Follow-up on this matter found the patient is not receiving therapy relief from the occipital lead and has decided to temporarily suspend use of the scs system. There are no plans for additional surgical intervention.